Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer mentioned that while performing phacoemulsification with intraocular lens implantation, an ophthalmic handpiece showed an error code and was not delivering phacoemulsification power, only the irrigation/aspiration function was operational. The procedure proceeded using the irrigation/aspiration function of the handpiece, and there was no harm to the patient.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned handpiece was connected to a calibrated resistance test box, where the input and output impedance, resistance and dissipation were found to be within specification. The handpiece was connected to a calibrated system, where it displayed sm. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The cable jacket was stripped near the connector strain relief revealing a nonconforming pressure sensor. The root cause of the reported sm event can be attributed a ¿nonconforming pressure sensor.¿ however, how or when this component became nonconforming remains inconclusive. The handpiece was found to meet specifications in relation to the reported ¿no phaco power event¿. Therefore, the root cause of the reported phaco power event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).